Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 10/25/2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked in two places and the returned battery cap had stripped threads and was not able to secure properly to the pump. A test battery cap was used to complete the investigation.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage and battery cap damage. This report is made based on results of investigation completed on 10/25/2016.